Event description:
Patient was revised to address a fractured femoral head.

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).